Event description:
Malposition of the pump was reported. The etiology was described as related to the pump pocket. The pump was surgically repositioned. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being filed late due to a delay from manufacturer employee.